Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: manufacture date. An event regarding the fracture of a push button cross pin involving a triathlon patella clamp was reported. The event was confirmed. Method & results: -device evaluation and results: the patella clamp was returned with one of the jaw release buttons and it¿s mating spring missing. A material analysis indicated that the cross pin holding the button assembly together fractured in shear overload, likely caused by an excessive force pushing down on the button. In addition, the handles were noted to be sticky. -medical records received and evaluation: no medical records were requested or received due to the nature of this event. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: the trackwise database shows there has been a similar event for the reported lot. There was no indication that the event was related to manufacturing, or material factors. Conclusions: the results of the investigation did not indicate that the reported event is related to the manufacturing of the device. A material analysis indicated that the cross pin holding the button assembly together fractured in shear overload, likely caused by an excessive force pushing down on the button. No further investigation is required at this time.

Event description:
Both instruments failed during this surgery. Their were no adverse consequences to the patient. All parts were collected. The patella clamps were lost during the wash process. Remaining parts were autoclaved and available to return.

Event description:
Both instruments failed during this surgery. Their were no adverse consequences to the patient. All parts were collected. The patella clamps were lost during the wash process. Remaining parts were autoclaved and available to return.